Manufacturer narrative:
Unit had bleeding lcd glass, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump had damage to the display. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.